Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a use error, including improper surgical technique associated with the device. The complaint allegation was not confirmed. No evidence of that failure was received.

Event description:
On (B)(6) 2025, it was reported by an arthrex subsidiary employee via email that an ar-8991 fibertak dx malfunctioned. The chinese finger trap mechanism failed to function as intended during tensioning, resulting in the line loosening. The procedure was completed by using another ar-8991 fibertak dx. No significant surgical delay was reported, nothing remained in the patient, and no additional anesthesia was administered. This was discovered during an aclr procedure on (B)(6) 2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.